Event description:
Procedure: thoracoscopy. According to the reporter: when the device was fired the instrument tore tissue, and the doctor had to hand sew the tissue. There was no reported injury to the patient. But the or time was increased by 15 minutes.